Event description:
New information received notes that the patient was stable throughout. The system was implanted on (B)(6) 2026.

Event description:
It was reported that a patient presented with high capture thresholds noted on the right ventricular lead, and cardiac perforation was suspected and later confirmed with x-ray imaging. During the revision process, the lead helix was unable to retracted. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.